Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to hospital with shortness of breath. Nonsustained vt and nonsustained lead noise episodes were observed. Isometric testing and dft testing were performed and no noise was observed. Lead remains implanted. Patient condition was very well.